Manufacturer narrative:
During the device evaluation it was found that the reverse trigger was worn. The driver was repaired, but since the device was a loaner unit, it will not be returned to the user facility.

Event description:
The remb universal driver was returned to stryker instruments for service. During functional testing by a service technician, it was found that the reverse trigger was able to run in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.